Event description:
It was reported that during an open total gastrectomy, the blade of the 1st device was broken off. The broken piece was retrieved. An error occurred soon in the 2nd device and it became not to be activated. The error code was unknown. Another device was used to complete the case. There were no adverse consequences to the patient

Manufacturer narrative:
(B)(4). Device a was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Device b was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for no activation. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. Device b batch h92l7j; mfg date 11/7/2011; exp date 10/7/2016.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.